Manufacturer narrative:
The report of an atypical pump stop and a correlation to the device could not be conclusively determined. The patient remains ongoing on vad support. No product was returned for investigation. X-rays of the patient's driveline were submitted and no areas of interest were noted on the external portion; however, the internal x-ray shows an unusual bend in the driveline. The vad coordinator inspected the patient's driveline and no obvious issues were noted. The driveline was manipulated in every direction possible but no issues could be duplicated. It was reported that patient experienced a pump stop event. Two log files from the time of the reported event were submitted to and reviewed by the manufacturer¿s technical services. The log files contained overlapping data spanning from 30oct2016 15:30 to 24nov2016 8:58 which captured normal pump parameters until 23nov2016 at 0:51, when the driveline was disconnected from the system controller, stopping the pump as designed. At 5:00, the driveline was reconnected to the system controller. The pump started without issue and remained at the set speed without issue through the end of the log file. There were no atypical pump stops or events in the log file. A root cause for the reported event was not determined through the analysis of this system controller log file. The patient was switched to the backup system controller. A log file from the backup system controller, was submitted, which contained approximately 12 days of data spanning from 30july2015 and 10aug2015 7:36, and 01jan2001 per time stamp. The events on/prior to 10aug2015 7:36 were not relevant to this event. The log file revealed that the pump maintained a speed above the preset low speed limit (lsl) without issue, while the driveline was connected. When the system controller was powered on, the clock was not set. The yellow wrench advisory alarm was active due to this. The alarm did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The patient's initial system controller was exchanged back due to the backup system controller¿s clock requiring to be reset. The clock was reset and the emergency backup battery (ebb) was charged. This controller remained the backup system controller as there were no further issues with the original system controller. The patient remains ongoing on vad support with no further reported issues. No product available for investigation. A full evaluation of the device could not be conducted as the device was not explanted. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that no further alarms occurred after the patient was transferred to their implanting center from the outside facility, including when the lvad system was supported by the grounded patient cable. The system controllers remained in use for the patient. It was reported on (B)(6) 2017 that the patient was stable, at home. No further issues had occurred since the alarms and hospitalization for this event in november.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. Log file analysis performed by the manufacturer¿s technical services representative revealed a pump stoppage event while the patient was on battery support. Another pump stoppage event also occurred when the both black and white power cables were removed from viable power sources at the same time. X-rays did not show any areas of concern on the driveline external to the body; however, the internal x-ray showed an unusual bend in the driveline. The system controller was exchanged, and it was suspected by the lvad clinician that there was a possible driveline issue. It was reported that the driveline was inspected and there were no obvious issues. The driveline was also manipulated by the lvad clinician in every direction possible to try and reproduce the alarms; however, the problem was unable to be duplicated. The lvad system was then connected to the original system controller due to a clock reset alarm on the backup system controller. The hospital¿s plan was to connect the lvad system to a grounded power module patient cable and monitor for 24 hours. The patient was asymptomatic throughout the event. Additional information on the patient¿s status was requested, but was not received.